Event description:
It was reported that when trying to start an analyzer session with the programmer, the programmer screen showed an error message. The connection between the analyzer and programmer had been lost. The message indicated the session be restarted, but the problem remained. The analyzer was then taken out and reintroduced, but the problem persisted. The analyzer was replaced with a different one, and the issue was resolved. The analyzer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. Programmers would not communicate with the analyzer and showed the reported error message. When tested on the test system, the analyzer also failed. (B)(4).